Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 35(a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. On the related svn#: (B)(6) event date of 30-nov-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the related svn#: (B)(6) event date of 30-nov-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the primary svn#: (B)(6) event date of 04-dec-2025 and 1 week prior to the related svn#: (B)(6) event date of 30-nov-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 11/29/2025 03:22:00.000. Insert battery alarm was found on: 11/29/2025 03:26:55.000, 11/29/2025 03:36:00.000. 12/04/2025 10:09:05.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. Lostsensor1alert (780) was found on: 11/24/2025 15:05:00.000. 11/27/2025 00:05:00.000, 11/27/2025 00:15:00.000 11/27/2025 11:05:00.000. 12/03/2025 19:26:00.000. Sgcalibrationerror (776) was found on: 11/28/2025 20:08:05.000. Lostsensor2alert (781) was found on: 11/24/2025 15:21:00.000. 12/03/2025 19:43:00.000. Unable to test for lost sensor alert and sg calibration error due to critical pump error (open book image) alarm. Lost sensor alert and sg calibration error were unknown. Pump error 130 alarm was found on: 12/04/2025 09:10:20.000. Also, critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 12/04/2025 09:00:00.000 and 12/04/2025 09:10:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator assembly noted. Pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for low bgs. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. No current code/category/harm reported with no reported allegation of a device malfunction were unknown. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Also, pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.